Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation. The implant date was unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which a specific cause for the device not working could not be identified. The physician believed that the device was old. The patient did not experience any adverse events following the successful procedure.